Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. It was identified that when the device was started, the flexvision pc did not start. The fse identified an problem with the software, so reinstalled the software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that allura system did not boot up successfully, it got stuck. The system was in clinical use, during this issue occurred. The system log file review shows malfunctioning flexvision pc and grabber cards. Fse found that there is an issue with controlling software. To resolve the issue fse installed controlling software and configured the settings. After installing software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.